Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, the silicone cap of the connection set-screws detached when the suture needle accidentally caught it. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function. The silicone cap was detached.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, the silicone cap of the connection set-screws detached when the suture needle accidentally caught it. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that during an implant attempt of the subject pacemaker, the silicone cap of the connection set-screws detached when the suture needle accidentally caught it. Another pacemaker was subsequently implanted instead.